Event description:
The complaint is reported as: "the device had been implanted on 8/1 and found that the luer-lock connection (brown head) had breach to cause leaking issue on 8/9." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4), the customer returned one catheter for investigation. The sample contained obvious signs of use in the form of biological material. Visual examination of the returned catheter revealed that the distal luer hub was cracked. The catheter body appeared intentionally cut and the extension lines were kinked. The IFU provided with this kit states: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The catheter was leak tested by attaching an ars filled with water to the distal luer hub and depressing the plunger. Water leaked out of the crack in the distal luer hub. The manufacturing site was consulted as part of this investigation. They indicated that the observed crack is consistent with damage caused by excessive force during use. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)."do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a luer hub/fitting connection leak was confirmed through complaint investigation. Visual analysis revealed the distal luer hub was cracked. When the catheter was flushed, water leaked out of the crack in the distal luer hub. A device history record review was performed based on a potential lot number from sales history and no relevant findings were identified. Based on the sample received and the report that the leak was observed during use, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the device had been implanted on 8/1 and found that the luer-lock connection (brown head) had breach to cause leaking issue on 8/9." No patient harm reported. The device was removed and replaced. The patient's condition is reported as fine.